Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" and "transducer fault". The customer performed calibrations but turbine transducer failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed duplicated the reported issue and isolated the issue to transducer pt800 failed.